Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) called technical services (ts) and reported their right ventricular (rv) lead is malfunctioning and needs to be replaced. The patient requested warranty information and threatened legal counsel. At this time, this product remains in service. No adverse patient effects were reported.